Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's daughter. According to the report, the end user was attempting to lift the rollator over a doorway threshold when one of the wheels detached from the device. As a result, the end user lost their balance and grabbed onto a nearby door handle, which caused a jolt to their back. The end user sustained two compression fractures of the vertebrae. Due to the end user's advanced age and pre-existing health conditions, surgical intervention was not considered an option. The end user's daughter subsequently discarded the device, and it is no longer available for evaluation. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.